Event description:
This lv lead was implanted on (B)(6)2014 and was capped on (B)(6) 2015 due to infection. Methicillin-resistant staphylococcus aureus infection. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)